Event description:
It was reported that arteriotomy closure was attempted in the common femoral artery using a starclose se device after a lower leg angiogram procedure. Reportedly, after clip deployment (step 4), the clip did not release properly. When the closure device was removed from the patient's anatomy the clip was found to be at the end of the clip delivery tube. Manual arterial artery compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The estimated age of the patient was reported as being in the (B)(6). Evaluation summary: the returned starclose se device was received fully clip deployed and the deployed clip was not returned or located on the distal end of the device. All the external observations indicated the device components were undamaged and in their proper post clip deployed positions. Internal inspection of the device did not present any handle component anomaly. Inspection of the vessel locator assembly determined all four vessel locator wings (vlw) were fully retracted and undamaged. Because the reported capture of the clip on the distal end of the device was not observed, it was not possible to confirm the reported complaint. The clip may have become dislodged post procedure at some point during its handling but that could not be confirmed. Testing of the device deployment capabilities was conducted and the device redeployed successfully, less its non-returned clip, with no anomaly detected in the deployment sequence. Clip capture on the distal end of the device may occur due to factors including but not limited to manufacturing, technique/procedural or anatomy. During the manufacturing process the lot is visually inspected to assure proper assembly and operation and a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation. Anatomically, tissue may have interfered with proper device function and clip deployment off the distal end of the device, but there was no anatomical information supplied or observation from examination of the device during the investigation that may have contributed to the event. User technique may have played a role in the reported incident but it can not be confirmed. However the physician was reportedly not trained in the use of the starclose se device. This is contraindicated against in the starclose se instructions for use (IFU) which states that: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the lot history record revealed there was no non conformances associated with this lot indicating all lot release testing met specification. With no indication of a product lot quality deficiency, no inventory or retain sample testing is being performed. A query of the complaint database was performed for the lot and there have been no previous incidents reported for the deployed clip captured on the distal end of the device. Based on the investigation the cause for the event could not be determined. There were no indication of a product quality deficiency.